Manufacturer narrative:
Concomitant medical products: 4568-53, lead, implanted: (B)(6) 1999. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was noted that there were 12, 341 ventricular high rate episodes, 391, 153 open circuit paces, and noise was observed on the electrocardiograms.

Event description:
It was reported that the patient had dizziness and near syncope. The right ventricular lead had many stored episodes and electrogram showed noise. The lead was suspected to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.